Event description:
It was reported that the lower display of the external pulse generator was not readable. It was further requested that the generator receive a test and calibration procedure. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display was missing segments. It was also noted that the upper case was broken and contaminated, lower case was broken and contaminated, the battery release was contaminated, two side bail covers were broken, the ring cover was broken, the ring was missing, and the battery drawer was contaminated. (B)(4).